Manufacturer narrative:
The tech replaced both foot end brake casters to resolve the issue.

Event description:
The tech alleged that when the bed was placed into brake mode the foot end wheels would still roll. No injury reported.